Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that a low battery warning did not occur and then they heard a replace battery alarm but it did not record in the alarm history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: there were no low battery warnings or replace battery alarms in the black box or alarm history on the date of the reported issue. A low battery warning and replace battery alarm were duplicated during testing and both were accurately recorded in the alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).